Event description:
Customer reported the alarm is not resetting to monitoring mode after placing the patient on the sensor. Customer did not provide a date when the issue was discovered. No patient injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been rec'd. (B)(4).